Event description:
When carefusion smartsite vialshield 20mm closed vial access device was affixed to vial of vinblastine 10 mg/10ml (from app), the spike on the cstd did not penetrate the stopper on the vial. Consequently, the medication in the vial could not be accessed.